Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (5) years since the subject device was manufactured. The legal manufacturer could not confirm whether the customer's reprocessing steps deviated from the instructions for use. Based on the results of the investigation, olympus was unable to determine what foreign material was involved. However, it was confirmed that a white foreign material remained in air/water channel. There was no physical damage to the locations of the foreign materials. Therefore, the cause of the material remaining in the device could not be determined. User can detect/prevent the suggested event by following instructions for use below. Detection method is described in cf-290 series operation manual chapter 3 preparation and inspection. Preventive measures are described in cf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that foreign material was found inside the air/water channel of the colonovideoscope. There were no reports of patient involvement.